Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a low out of range shock impedance measurement of 0 ohms. Technical services (ts) was consulted, and upon review it was noted that previous measurements were within normal range and that this value was likely caused by electromagnetic interference (emi) during the impedance measurement. No adverse patient effects were reported. This device remains in service.